Event description:
The passeo-35 balloon was selected for treatment. The balloon ruptured below rbp during dilatation of popliteal artery.

Manufacturer narrative:
The returned instrument was subjected to a detailed technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. In addition, the angiographic material provided was reviewed. The technical investigation revealed that the balloon has burst longitudinal over a length of about 49 mm. Scratches were observed in close vicinity of the tear which have likely been caused by a hard, sharp edged object such as e.g. Anatomical structure. Review of the angiographic material did not lead to any further information regarding the nature of the complaint. The actual complaint event is not visible. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. In addition to visual inspections each instrument is tested for air tightness by means of a pressure test and a helium leak test. We can therefore confirm that the instrument was delivered in a leak-proof condition. Based on the conducted investigations, no manufacturing or material related root cause could be determined. The root cause for the complaint event is most likely related to the patients anatomy.